Event description:
It was reported that the pt had his 15 cm inflatable penile prosthesis with 1.0cm rear tip extenders removed due to fluid loss. A new 15cm ams 700 lgx inflatable penile prosthesis device with 5.0cm rear tip extenders was then implanted.

Manufacturer narrative:
Should add'l info become available regarding this revision surgery, it will be re-evaluated and a f/u report will be sent.